Manufacturer narrative:
This is found in pinnacle3 version 9.0. (B)(6). Investigation is ongoing. At this time, we are unable to determine root cause. If additional information is discovered, a follow-up report will be filed. This product is for treatment, not diagnosis.

Event description:
Customer has patient whose data set was overwritten by another patient's data set. Patient a's data set was overwritten with patient b's data set. Patient a was open in a workspace at location 1 and left open overnight. The next morning, patient b's data set was imported at location 2. That same day, patient a was closed at location 1, and reopened at location 2 and when dosimetrist went to work on the plan, she noticed contours did not match where they should be on data set.(ex: kidney contour not around kidney). Customer also noticed that patient a was female and patient b was male. After looking further at the data sets, they all still had patient a's name but the anatomy and images were patient b. Image select list had correct name, # of images and scan date and time, but the data set specification window had correct name but incorrect # of images and incorrect scan date time. Reviewed individual slice information in the imageset_1.dicom file and this showed correct patient and image information. Reviewed imageset_1.header and this information was the incorrect patient and image information.